Event description:
Complaint states that during a cataract extraction, the phaco function on this unit would not calibrate and aspiration was inconsistent. The eye had already been opened when the reported failures occurred. The eye was closed and the case was cancelled.